Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) was not stable and kept triggering alarms and making sounds, while the device was in use on a patient. The device was removed from the patient and there was no patient harm/injury associated with this issue.